Event description:
Additional information received reported prior to coil non-detachment no other particular issues had occurred. No obvious pushwire damage was observed after the coil was removed from the patient. The cause of the non-detachment was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium prime coil did not detach. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the left internal carotid-posterior communicating artery. The max diameter was 4mm, and the neck diameter was 2mm. The patient's blood flow and vessel tortuosity were normal. It was reported that embolization was attempted using the device, but it was collected due to detachment failure. Five detachment attempts had been made with the instant detacher. A second instant detacher was not used. The device was replaced, and the patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an sl-10 microcatheter.